Event description:
The physician was performing an endoscopic retrograde cholangio-pancretography using a stone extraction balloon in conjunction with a coated wire guide. It was reported that during the procedure the wire guide became lodged inside of the balloon catheter. When attempting to remove the wire guide, the outer coating sheared and detached. The detached portion was retrieved from the duodenum using biopsy forceps. The procedure was completed and no further complications occurred. The pt was reported to be in stable condition. Although the device was not returned for evaluation, the device history record for the lot number in question was reviewed. This review did not reveal any deviations from the approved manufacturing specifications.